Manufacturer narrative:
Of the 103 allegations of a malfunction, 59 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to a damaged battery cap. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 103 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation range from 3-79 years of age and between 28 and 240 pounds. Of the reported patients, 51 were male, 52 were female, and 0 were unknown.